Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high impedance and elevated sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.